Manufacturer narrative:
Submit date: 08/16/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports gauze has loose/shredding threads; three loose threads were found inside a patient since surgery. Three threads were found in one patient's surgical site. They found one thread and removed it and then the customer had a skin reaction and pus, while draining the wound during a second surgery they found another thread. The customer then went back this week and they found a third thread. The patient thinks she feels more threads so they will be sending her for a sonogram.

Manufacturer narrative:
.

Manufacturer narrative:
Submit date: 09/28/2016. A device history record (DHR) review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Two photos were submitted and 1 small bag samples returned for evaluation and clearly identified the linting. Based on the investigation and analysis, the root cause was identified as part of the manufacturing process when the gauze roll is slit by first crushing then cutting which generates some tiny fraying on the cut edge of the slitting roll. The actions taken by the suppliers are to improve the cutting process and folding method. The reported lot number was made prior to the corrective actions taken. This complaint will be used for trending purpose.